Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that during use of an act plus instrument, it was reported that the health care professional (hcp) ca lled and stated that they are having issues with the act plus instrument not correlating with the heparin dosage. The hcp has performed troubleshooting with the electronic quality control and liquid quality control and those results are as expected but the results are still not correlating with the heparin dosage. Use of the instrument was unspecified. There was no patient impact associated with this event. Additional information was received stating that the act plus instrument was consistently passing daily electronic quality control and weekly liquid quality control. The customer stated that the biannual result correlations between act plus instruments have been within limits as reviewed by the college of american pathologists, the credentialing service used by the customer¿s clinical laboratory.

Manufacturer narrative:
Additional information describe event or problem: medtronic received additional information that the principal clinical specialist spoke to the customer, and it was deemed that the instruments were functional by the point of care department. The principal clinical specialist and the customer reviewed the possible causes that are unrelated to instrument functionality: patient's individual response to heparin, and/or weak heparin from the pharmacy. The principal clinical specialist advised the customer to move to the medtronic hms plus instrument and to preoperatively perform the heparin dose response (hdr) test on each patient to screen their individual sensitivity to heparin. Additionally, the facility was seeing a trend of lower act times across all their act plus instruments versus what they "expect" the result to be. This issue was not a single instrument. The two hospital departments sporadically seeing this phenomenon are the ep lab and cardiac catheterization lab. Medtronic received additional information that no other occurrences have been reported to medtronic about this trend of lower act values in their population. Also, the other act plus mentioned was next door in a different operating room. The customer wanted to verify that the lower-than-expected act value would be similar on a different medtronic act plus instrument. This other medtronic act result was very close to the customers result, thereby prompting discussions on what makes a patient heparin resistant systemically, and what brand of heparin the pharmacy provides. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.